Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, "tremendous constant" chest pain occured. The physician implanted an unknown size taxus express2 drug eluting stent in an unspecified location. An unknown amount of time later, the patient experienced "tremendous, constant" chest pain for a total of 12 to 16 hours. The patient was hospitalized overnight for observation, and when the pain went away he was discharged. No further information was available.